Event description:
Misi CT power injector syringes appear to have condensation/liquid of some kind inside of them upon opening the packaging, which is abnormal and could indicate non-sterility or some kind of contaminant in the syringes.